Manufacturer narrative:
An event of stuck guidewire was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause of the reported stuck guidewire could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1066 - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a large flexnav delivery system was selected for implant of a 29mm navitor vision valve. During device preparation, the delivery system was properly prepared per the instructions for use. There was no issue implanting the navitor valve. It was noted after implant of the navitor valve, that the large flexnav delivery system became stuck on the distal end of a non-abbott guidewire. The non-abbott guidewire had to be cut at the proximal end to the tip of the large flexnav delivery system. There was no clinically significant delay in procedure and no adverse patient effects reported. The cause of the large flexnav delivery system becoming stuck on the non-abbott guidewire is unknown. The patient was stable and discharged at the time of report.